Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Concomitant product: serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation (B)(6) 2015. The following day, the doctor received the patient's pathology results which showed fat in the fallopian tubes. The doctor contacted the patient and scheduled a computed tomography scan (CT). When the CT was performed it showed a uterine perforation. The physician has been monitoring the patient. The patient was last seen on (B)(6) 2015 and is doing fine, no evidence of abdominal pain and fever. It is unknown if medical intervention was required.